Event description:
Rptr stated that pt experienced high blood glucose ("hi" on blood glucose monitor), while wearing the infusion set. They indicated that the needle, on the end of the infusion set tubing (which connects to the cannula housing), appeared to be shorter than normal, and they suspect that this may have prevented the insulin from being properly dispensed through the cannula. Rptr stated that there was no apparent insulin leakage. No error messages were generated by the insulin delivery device. No treatment was received for elevated blood glucose.